Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted that the insulation was cut half way and torn around the rest of the circumference just dial of the terminal anodal ring. The coils in that area are deformed. The lead was stretched towards the distal end to the point of a fracture. The allegation was confirmed that the lead was fracture.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Event description:
Boston scientific received information that during a replacement procedure of the device when applying pressure on the right ventricular lead to remove the lead from the old device insulation damage was noted and the inner coils were stretched. Further inspection of this lead revealed that the lead fractured. A new lead was implanted while this lead was extracted and will be returned.